Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. There was no ramping numbers on their own or scrolling bar moving anomaly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 136 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are stuck. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.